Manufacturer narrative:
No product will be returned per customer. The customer¿s complaint could not be confirmed because the product was not sequestered and will not be returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported the IV tubing became disconnected from the stopcock that was attached to the patient¿s broviac catheter. Tpn and intralipids were infusing at the time of the disconnection. New fluids were obtained and additional blood work was performed. The patient¿s glucose was within normal limits. There was no report of patient harm.